Manufacturer narrative:
The complaint investigation for potential depressed alinity I cyclosporine values included a search for similar complaints, and review of the complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Trending review determined no related trend for the lot. In house testing using a retained kit of the complaint lot 21642fn00 was performed. All specifications were met indicating the lot is performing acceptably. Device history record review of lot 21642fn00 did not show any non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Per product labeling therapeutic ranges vary according to the commercial test used, and therefore should be established for each commercial test. Values obtained with different assay methods cannot be used interchangeably due to differences in assay methods and cross-reactivity with metabolites, nor should correction factors be applied. Therefore, consistent use of one assay for individual patients is recommended. When changing cyclosporine assay methods, including between abbott assays, in the course of monitoring a patient, additional sequential testing should be carried out to confirm baseline values. Based on the investigation alinity I cyclosporine reagent lot 21642fn00 is performing as intended, no systemic issue or deficiency of the alinity I cyclosporine reagent was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 9p39 that has a similar product distributed in the us, list number 1l75. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed alinity I cyclosporine results on several patients when compared to the results obtained previously with the architect cyclosporine assay. The customer was able to provide 1 patient example: on (B)(6) 2021 (patient with a medication regimen of 75/0/75) architect cyclosporine result = 283 ng/ml. On (B)(6) 2021 (same patient with a medication regimen of 75/0/50) alintiy I cyclosporine result = 79.80 ng/ml. On (B)(6) 2021 (same patient with a medication regimen of 75/0/75) alinity I cyclosporine = 133.90 ng/ml. There was no impact to patient management reported.